Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported pain. Ultrasound and MRI diagnosed "rupture", "linguini sign", and "isolated cysts" not device related. Patient further reported capsular contracture, baker grade unknown and seroma. The device has been explanted and replaced. This record relates to the right side.

Event description:
Patient reported pain. Ultrasound and MRI diagnosed "rupture", "linguini sign", and "isolated cysts" not device related. Patient further reported capsular contracture, baker grade unknown and seroma. The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: pain : unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma : unable to observe as it is a medical event that is not related to the device. Cyst-ndr: : not applicable as the event is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported pain. Ultrasound and MRI diagnosed "rupture", "linguini sign", and "isolated cysts" not device related. Patient further reported capsular contracture, baker grade unknown and seroma. The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
Adverse event problem f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture, capsular contracture (baker grade unknown), and seroma.